Event description:
It was reported that during a routine device change out and elective replacement of the and right ventricular (rv) lead, the physician inadvertently cut the right atrial (ra) lead causing insulation damage. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product analysis: a proximal portion of the lead was received measuring 44 cm. A distal portion of the lead was received measuring 44 cm. The outer insulation of the lead developed a breach due to a depression while in vivo. Product ID: 6949-65 defib lead implanted: 2006 (B)(6). (B)(4).